Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.

Event description:
It was reported that when attempting to withdraw the implant, the tip of the implant remover broke and was left between the implant posterior parts. The broken piece was not able to be retrieved from the patient. No patient complications were reported.